Event description:
I removed my contact lenses in the evening only to have severe pain in both of my eyes, my eyes were very red, they -my eyeballs felt swollen-. I was blind in both of my eyes. I couldn't open my eyes, I did not sleep that night, I woke my husband at about 5:30 a.m. To have him take me to the e.r. The dr. Said that it looked like I had abrasions on my corneas. He gave me ocuflox drops and told me to see an ophthalmologist in three days. So I went to the doctrs, where the doctor confirmed that I had scarring on my corneas. The doctor gave me an antibiotic drop that did not work, so I went back to the dr to have her tell me that I now have a severe case of virual pink eye that can last up to a year. She gave 2 different drops, told me to do these 2 drops 4 times a day for three weeks and then 2 times a day for 2 wks. She, the dr. Took photos of my eyes with her bragging brand new camera and told me to come back in 5 weeks. I am searching for a new doctor. My eyes are not getting any better.